Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate for the p3 mitral vinv study, the patient underwent a valve in valve implant of a 26mm sapien 3 valve within a 29mm braile valve (implanted in 2005), in the mitral position by transeptal approach. Approximately six months post-implant, the patient progressed with worsening functional class. An echote was requested, which showed signs of stenosis-like dysfunction. Per assessment, the subject was found to have thickening and restriction of prosthetic a valve leaflet. Thickening was 1.6 mm in thickness and has an extent of < 25%. The restriction was classified as 'partially restricted, restriction limited to base'. Thrombosis was not confirmed by CT nor echote. Clinical decompensation was probably due to dual moderate aortic valve dysfunction, with significant clinical improvement with medication adjustment. The patient was rehospitalized and later discharged from hospital for outpatient follow-up.

Event description:
As reported by the edwards (B)(4) affiliate for the p3 mitral vinv study, the patient underwent a valve in valve implant of a 26mm sapien 3 valve within a 29mm braile valve (implanted in 2005), in the mitral position by transeptal approach. Approximately six months post-implant, the patient progressed with worsening functional class. An echote was requested, which showed signs of stenosis-like dysfunction. Per assessment, the subject was found to have thickening and restriction of prosthetic a valve leaflet. Thickening was 1.6 mm in thickness and has an extent of < 25%. The restriction was classified as 'partially restricted, restriction limited to base'. Thrombosis was not confirmed by CT nor echote. Clinical decompensation was probably due to dual moderate aortic valve dysfunction, with significant clinical improvement with medication adjustment. The patient was rehospitalized and later discharged from hospital for outpatient follow-up.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to thickened leaflets. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was reviewed and leaflet b was observed to be thickened with partial restricted mobility. The restriction was limited to the base. The IFU and procedural training manual were reviewed. Potential adverse events listed includes structural valve deterioration (stenosis) and valve thrombosis. Post-procedural care indicates the need for us of medications, including anticoagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance's or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformance's or IFU deficiencies were identified, corrective action is not required. The thickened leaflet was confirmed. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformities that would have contributed to the reported event. A review of IFU/training manual inadequacies were not identified. As reported, 'approximately six months post-implant, patient was admitted due to suspicion of thrombosis (symptomatic with hf symptoms). Per the CT core lab assessment, the subject was found to have thickening and restriction of prosthetic valve leaflet b. However, thrombosis was not confirmed.' Per the procedural training manual, thv recipient should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated'. It was reported that while hospitalized, the patient was prescribed clopidogrel, along with marevan (warfarin), and patient got significant improvement two weeks after the medication therapy. Inadequate anticoagulant therapy after valve implant could potentially result in valve thrombosis . While a definitive root cause was unable to be determined, it is possible that patient factors (thrombosis) may have contributed to reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Updated translation was received. Once hospitalized, the patient was started on clopidogrel, along with previous marevan (warfarin) pt 1.6. A new echo tt two weeks after the start of the combined therapy of warfarin and clopidogrel was ordered, to assess a possible change in the mitral valve gradients. Over the course of the hospitalization, the patient was also diagnosed with aortic valve stenosis / insufficiency and is being considered for tavr. The patient symptoms improved while in the hospital and he was discharged. There is not follow up tee in the sd to assess halt post antiplatelet therapy.